Manufacturer narrative:
The device was received with solution and leaking in a (B)(4). The solution was drained and no defect was observed during visual inspection. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing. The reported problem was verified. The cause was determined to be due to inadequate or a lack of cyclohexanone applied during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag was leaking from the ¿center port ridge¿. This occurred before use. There was no patient involvement. No additional information is available.